Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. The device is part of the advisory for this model.

Event description:
It was reported that the device reached elective replacement too soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.